Manufacturer narrative:
Concomitant product: 500ml baxter bag din (B)(4), lot w6l06b0, naci 0.9%; 50ml baxter bag, magnesium sulfate, therapy date 01/20/2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a rapid backflow of magnesium sulphate infusion from the secondary into primary bag line while connected to patient. There was no patient harm.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of backflow from the secondary into the primary line was not confirmed. Visual inspection of the check valve under magnification showed that the silicone membrane was centered. The check valve was assembled in the set correctly. Functional testing resulted in no backflow. Evaluation of the component by the supplier revealed a 0.01976 inch long particulate identified as sodium chloride on the check valve diaphragm. The root cause of the reported backflow was not identified. The source of the particulate is unknown.